Manufacturer narrative:
Investigation: a terumo bct service technician checked out the device at the customer site. The technician was able to duplicate the reported condition. It was found upon inspection that the IV pole would not stay in the any position. The screw was adjusted on the left panel to allow the IV pole to stay in any position. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that the IV pole on the trima equipment unexpectedly lowers down. No injury was reported for this incident and no patient was connected at the time the IV pole was sliding down, therefore no patient information is reasonably known.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. Investigation: a terumo bct service technician checked out the device at the customer site. The technician was able to duplicate the reported condition. It was found upon inspection that the IV pole would not stay in the any position. The screw was adjusted on the left panel to allow the IV pole to stay in any position. It has been determined that the event submitted on this report is a duplicate of the event submitted on report 1722028-2022-00066.

Event description:
The customer reported that the IV pole on the trima equipment unexpectedly lowers down. No injury was reported for this incident and no patient was connected at the time the IV pole was sliding down, therefore no patient information is reasonably known.